Event description:
It was reported the hp052 was being used during a general surgery procedure. It was reported that the black cap will not come off. Another device was used to complete the case. There was no consequence to the pt.